Manufacturer narrative:
H3 other text: see manufacturer narrative.

Event description:
It was reported that during a visit to the customer site, bd representatives turned on a pcu with pump modules attached to the left side of the device. Communication errors were received on both pump modules. It was noted that iui connectors were dull, discolored and had some corrosion. The devices were then taken to the hospital's biomed shop. Bd representatives discussed with the customers the cleaning process for the iui connectors. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.